Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while plugged into a power source to charge, the pump battery gauge dropped from 30% battery life to 25% after 30 minutes, then went back up to 30% after 5 minutes. The customer then used the pump for approximately 6 to 7 hours, then the pump battery gauge went up to 75%, without charging the pump. There was no reported impact to the customer's blood glucose level.